Manufacturer narrative:
Upon receipt, the device was interrogated on a programmer and normal communication was established. A device image and programmer printouts were obtained from the programmer. The device was then decontaminated, and after decontamination, a visual inspection was performed with no anomalies noted. The programmer printouts showed that the device had not reached elective replacement indicator (eri). Review of internal electrocardiograms (egms) showed that there was intermittent undersensing on the ventricular sensing channel; however, this was due to the patient¿s heart signal intermittently falling below the programmed sensing threshold. The device was programmed with one ventricular fibrillation (vf) zone requiring 12 intervals at 240 beats per minute/250 milliseconds to deliver therapy. The intermittent undersensing on the ventricular sensing channel resulted in too few intervals being detected within the programmed parameters of the device, and thus, vf was not detected, and therapy was not delivered. Device functional testing was performed with test leads. Pacing lead impedance, high voltage lead impedance, telemetry, pacing output, high voltage (hv) output, near-field sensing, far-field sensing and patient notifier were all tested, and no anomalies were found. The reported events of undersensing and no hv output were confirmed from the egm review; however, the reason for the loss of therapy was ultimately due to the patient¿s heart signal intermittently falling below the programmed sensing threshold. The low signal amplitude of the patient resulted in the device being incapable of detecting the arrhythmia as vf, which is why no hv output was delivered. Functional testing of the device indicated normal device behavior, and there were no anomalies noted on the device.

Event description:
Upon further review, it was suspected that undersensing may have occurred, which may have contributed to the loss of high voltage (hv) therapy.

Manufacturer narrative:
Additional information: the reported events of undersensing and no high voltage (hv) output were confirmed from the egm review, but the device was found to be normal. The reason for no hv therapy was due to the patient¿s heart signal intermittently falling below the programmed sensing threshold. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing, and hv output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient expired due to unknown cause. Tachycardia was observed in the egm without a therapeutic response. There is no allegation the device caused or contributed to the patient death. Additional information has been requested to rule out device malfunction.